Event description:
Information received by medtronic indicates, customer reported pump error alarms. It was reported that the customer was able to clear alarm. It was reported that the customer unable to complete rewind. No harm requiring medical intervention was reported. Troubleshooting were performed. Customer had discontinued the usage of pump. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported post-reset ram crc alarm and this alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was not able rewind and able clear alarm.the device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp on (B)(6) 2022, the customer alleged for 23 and pump error 43. Pump received with all buttons functioning properly. Pump unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and failed rewind due to rewind anomaly from pump error 38 caused by moisture damage on the motor. Pump passed the self-test. Thus was utilized and downloaded trace/history files properly. In further full review in the pump memory/history found multiple: pump error 43 on the event date of 11/04/2022 06:54:39.000. Pump error 38 on the event date of 01/09/2023 08:47:35.000. Pump error 38 alarm during testing. No pump error 130 and pump error 23 alarm during testing. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, and motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 43 and pump error 38 was confirmed due to moisture damage on motor. Pump error 23 and pump error 130 was not confirmed. Unresponsive buttons was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.